Event description:
The account alleges the cardio pulmonary resuscitation will not lower when power is pulled from the bed. No injury reported.

Manufacturer narrative:
The account removed the cardio pulmonary resuscitation cables and pulled the cardio pulmonary resuscitation plunger by hand. The head would still only drop when there was power to the bed. The technician told the account they would have to replace the head drive. No further information is available on the repair of the bed at this time.